Event description:
New information notes device will not be returned for analysis.

Manufacturer narrative:
Additional information: update to h6 codes device will not be returned.

Event description:
It was reported that the patient presented remotely via merlin.net. The implantable cardioverter defibrillator (ICD) was explanted and replaced due to early battery depletion. The patient was stable.